Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the cmag motor gave an m2 error code.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m2 error code was confirmed via functional testing. The centrimag motor (serial number: (B)(6) was returned for analysis and was evaluated and tested on 01apr2022. The motor was connected to a test console. During operation, when the motor¿s cable was flexed near the connector end, an m2: motor disconnected alarm appeared on the console, confirming the reported event. The motor was forwarded to product performance engineering (ppe) for further analysis. Upon further analysis in the ppe lab, the motor was connected to a test console and mock loop. The motor operated as intended. Upon manipulation of the distal bend relief, an m2 motor disconnected alarm appeared, and the motor ceased function. The motor cable's underlying wires were tested for current leakage. During testing it was found that b2+ would fluctuate, from ~2.0gohm - 2.3gohm, upon manipulation of the cable at site of the noted kink. A raised resistance of ~23.42kohm was found on line b2 (b2+/b2-). The b2 line corresponds to the bearing phase of the motor. The cable was stripped at the site of the kink, and it was found that all of the underlying wires had kinks within them. The root cause of the reported event appears to be due to damaged conductors in the motor¿s cable; however, the root cause of the damage to the motor cable was unable be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including m2 alarms. No further information was provided. The manufacturer is closing the file on this event.